Event description:
A tandem mobi cartridge alarm was reported, which occurred during the load process while correctly following app prompts for cartridge replacement. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump, initiating a return merchandise authorization for the issue. Customer will use a backup insulin pump.